Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nn532 - columbus ps glid.surf.w/scrw.t3/3+ 14mm. According to the complaint description, the pin in inlay of the implant fractured 5 years post surgery. This was already revised 5 years ago. A revision surgery was necessary. Additional information was not provided. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results visual investigation the meniscal component was examined visually and microscopically with the digital microscope vhx-5000 keyence eq.-nr. 2000024840 and the digital-camera "panasonic dmc tz8". The fracture surfaces of both parts (major part, minor part have been analysed microscopically. Both fracture surfaces exhibit so called arrest lines, which indicate that the crack initiation was on the ventral side of the post and the crack propagation from ventral to dorsal. The fracture surfaces show no material defects such as irregularities in the material structure or foreign material inclusions of any kind. Furthermore, this case was discussed with a specialist from the product management. The fracture propagation from ventral to dorsal indicate that the post was loaded in extension by the femoral component. On the basis of two x-ray figures you can see that the fixing screw has been loosened and some threads have come out. Whether the unscrewing of the screw is causally related to the broken post remains unclear. The provided fixationscrew show no abnormalities or damages. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(5) probability of occurrence4(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. As mentioned under point investigation the post was loaded in extension by the femoral component to such an extent that it ultimately led to its fracture. This most likely has a clinical/possibly also a patient-related cause. As can be seen from the documentation provided, the patient has a long history of treatment. It is possible that the patient developed a neurological gait disorder with an unusually strong hyperextension, which could have affected the post. Based upon the investigations results a CAPA is not necessary.